Event description:
Customer reported that the alarm unit is not alarming in the patient's room but does alarm at the nurse's station. Customer reported this was discovered during use but could not provide the date of event. No patient incident or injury was reported.

Manufacturer narrative:
The product has been requested to be returned on numerous attempts but is has not been received. The year of manufacture indicates that this product has been in service for over three years. Note: possible reason for this reported issue may be related to the alarm being set on mute while in use which would not sound in the patient's room but would alert at the nurse's station. Note: this report is being submitted based solely on the customer's reported issue. (B)(4).